Event description:
The initial reporter alleged discrepant results for a patient sample tested with the hiv combi pt elecsys cobas e 100 assay on the cobas e411 disk. On (B)(6) 2021, the sample initially yielded a non-reactive result of 0.898 coi. The same sample was tested on a competitor assay/system and was reported as reactive for hiv. A second, fresh sample from the same patient was tested with the hiv combi pt elecsys cobas e 100 assay and yielded a reactive result of 2.14 coi on (B)(6) 2021. The negative hiv combi pt result was not released outside the laboratory. No hiv confirmation testing was performed for the sample in question.

Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of quality control data for the reagent kit used on (B)(6) 2021 (sequence no (B)(6)) confirmed that all controls recovered within expected ranges. However, the patient sample of concern was measured using a different reagent kit (sequence no (B)(6)), which also showed quality control results within specification on 26-mar-2021. No instrument alarms were observed during the analysis, and no hiv confirmation testing was performed for the sample in question. Pre-analytical factors, such as the use of xinle tubes, were noted but could not be conclusively linked to the event. A definitive root cause for the reported event could not be determined based on the available information.